Manufacturer narrative:
The system was examined and the reported event was not replicated. The reported event of system shut down could not be confirmed, due to the system could not complete the boot-up sequence. The host module was then replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 12, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of system shut down cannot be determined conclusively because the system could not complete the boot-up sequence. The root cause of the observed system could complete the boot-up sequence can be attributed to the non-conforming host module. However, how that host module became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system shut down during a procedure. The system was exchanged to complete the case. There was no patient harm.